Event description:
The patient experienced an increase in ldh and hgbn. She was admitted for hydration and heparin drip. She also had an integrillin drip that did not improve hemolysis markers, so she was taken to the or on (B)(6) 2012 for a device exchange.